Event description:
The customer had her blood glucose tested using her contour meter and a lab test. The contour meter read 118 mg/dl, while the lab test gave a reading of 280 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.